Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. After a non-bsc sheath was placed via crossover technique and a non-bsc guide wire crossed the lesion, a 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was replaced and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.